Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the first tunneling, the patient went into cardiorespiratory arrest and died. Cardiopulmonary resuscitation was performed but was unsuccessful. The official cause of death was not known. No products were implanted at the time of death.